Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (error 1 random) issue. Reportedly patient received error 1 message when the meter remote was not in use and out of range from the pump. Patient reported that this is a recurring issue and it occurred at random. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.